Manufacturer narrative:
Akreos ao iol remains implanted. To date, the device has not been returned to bausch & lomb for eval. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Inspection and test records indicate the released lenses from this lot conformed to specification at the time of release. No other complaints have been rec'd associated with this lot number. In the physician's opinion, the root cause of the event was "air bubbles used for dsaek reposition, the opacities are localized to the center of the pupil not to the periphery of the optic."

Event description:
The surgeon reports that a pt implanted with an akreos ao presented with central opacification of the iol five months after implantation. Explantation is planned but at an unk date. Surgeon reports the pt was hypertensive and had a history of fuchs endothelial dystrophy. The implantation was a combined procedure with descemet's stripping automated endothelial keratoplasty (dsaek). The dsaek lenticule was dislocated on day one and two, each time surgeon reoperated to reposition the lenticule.